Event description:
Customer reports to have unexplained high blood glucose. Customer's blood glucose was 460 mg/dl. Customer did not contact healthcare professional. During troubleshooting for high blood glucose, customer requested to have insulin pump replaced as she did not feel it was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window and cracked battery tube threads.